Event description:
It was reported that approximately 101 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, metallosis, pain, joint laxity, joint instability, osteolysis on the medial femoral condyle, and tibial bone loss. Revision surgery operative notes were provided. Patient left the operating room in stable condition. Post operative diagnosis noted wear of the implant. No further issues or complications were reported. No additional information is available." The serial number (B)(6) is confirmed to be a part of recall number: z-0019-2022. 200-73-11 - cr tibial insert sz 3, 11mm, slope ++ serial: (B)(6). 510k: k932690. UDI: (B)(4). Product code: jwh. X-ray: no. Operative notes: yes. Concomitant devices: (B)(6) 13a2101 - cemex system fast genta 70g. (B)(6) 200-03-32 - one peg patella 32mm. (B)(6) 200-04-33 - cemented finned tib. Tra sz 3f/3t. (B)(6) 201-78-78 - 4" drill bit, hex, 2 pk. (B)(6) 232-02-03 - optetrak asy, cr porous femoral, sz 3, left. (B)(6) asa0030 - sterile disposable containers.

Manufacturer narrative:
The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. D10 concomitant devices: (B)(6), 13a2101 - cemex system fast genta 70g. (B)(6), 200-03-32 - one peg patella 32mm. (B)(6), 201-78-78 - 4" drill bit, hex, 2 pk. (B)(6), 232-02-03 - optetrak asy, cr porous femoral, sz 3, left. (B)(6), asa0030 - sterile disposable containers.